Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. There was no saline flow observed from distal tip when attached to 300 mm/hg pressure cuff. The device was cut apart and the tubing/flow restrictor is kinked. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate pen, it was reported that the ablation device did not produce water during the procedure. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the operator was experienced with use of the device. No tissue was attempted to be ablated using the device. There was no reported complaint against the console and the instrument was already powered on. The device had not been connected 6 hours prior to the use. There was no error codes listed on the generator and no low impedance error observed. The pressure on the pen was 200-250mmhg.